Event description:
Spin plate broke while being rotated into position.

Manufacturer narrative:
From (B)(4) (theken fce) - I was in an apod case today and the titanium spin plate broke where the spin plate locker mates with the spin plate. The surgeon used a 35x27x12mm implant with a 16mm spin plate in a collapsed disc space. The patient had sclerotic bone. When the spin plate was about 70 percent rotated into position, the spin plate broke. He took a couple of fluoro images and tried to advance the spin plate further into position, but couldn't. The surgeon did not try to remove the implant because he had great purchase with the spin plate in the position that it was in. He mentioned that he grabbed the implant and it wouldn't budge, so he felt comfortable with the spin plate purchase. He also said that judging by the geometry of the spin plate, he felt he got just as much bony purchase as if he used the corresponding 12mm spin plate in the proper position. The final lateral fluoro image showed good spin plate advancement through the end plates despite the lack of it being perpendicular. The spin plate instrument interface broke but remained in one piece. The surgeon requested the larger size spin plate (16mm spin plate with 12mm implant). Per the surgical technique manual - "note: the standard spin plate heights provide ample anti-expulsion protection. It is not necessary to "up-size" the spin plate for all indications including sclerotic bone."